Event description:
As stated by the customer (B)(6) 2010: it was reported by the customer that the spreader bar came off while a pt was being hoisted in the bathroom. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment (B)(4) will be reported by us, the legal MFR, arjo hosp equipment (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc., (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.